Event description:
Consultant reported - during a procedure, the tip of the angled stardrive screwdriver came detached from the angled driver. The procedure was completed successfully by taking the screw as far down as possible. Consultant indicated - it could not be completed desired - surgeon had to leave one screw proud and not locked down since the desired angle could not be achieve from the strait screwdriver as there was not another screwdriver available. This event extended the time of the procedure by approximately 15 minutes, and there were no immediate impact to the pt at this point. Complaint #1 of 3. This complaint is on the 6mm zero-p implant.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. The lot number is unknown therefore, a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.